Event description:
Eight months after the index procedure during the follow-up period, coronary angiography revealed formation of an aneurysm at the target site of the previously implanted cypher stents. Ivus was done and revealed incomplete stent apposition. Add'l info has been requested, but is not available at the time of this report.

Manufacturer narrative:
The target lesion for the index procedure was the mid left anterior descending (lad) coronary artery. The lesion was reported to be a 90% stenosis. Two cypher stents were implanted: a cypher 2.5x23 and 3.5x23mm were implanted from the distal end of the target lesion. Ivus was done and good stent apposition was confirmed. The report also stated lesions in the proximal right coronary artery (rca) and the proximal circumflex were successfully treated, but details were not available. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2006-00925 and #9616099-2006-00926.